Manufacturer narrative:
G4: 10jan2020, b4: 16jan2020. The service technician confirmed the replacement of solenoid 3 and 4 resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
The customer reported proximal line disconnect alarm went off. The customer confirmed review of the event log also showed patient disconnect alarm. The customer has completed the high pressure leak test, system leak test and pressure accuracy test and all passed with no issues. The service technician advised the customer to complete the pvt (performance verification test) to verify there are no issues with the vent and the indication is that there was an issue with the patient circuit in use at the time. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The customer verified the machine and proximal pressure lines are connected correctly. The unit operates in ventilation mode with no proximal or patient disconnect alarms.